Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Article- incidence of acquired ventricular septal defect after transcatheter aortic valve replacement a large single center experience catheter cardiovasc interv. 2021;98:975-980. Doi: 10.1002/ccd/29897 it was learned a patient with a 21mm edwards bioprosthetic surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure due to severe aortic stenosis and moderate regurgitation. Patient presented with nyha class iii. A 23mm sapien 3 transcatheter valve was implanted inside the 21mm surgical valve. Procedure and valve deployment were performed successfully.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.